Event description:
It was reported that the case involved a extremely tortuous and calcified circumflex artery which was not pre-dilated. The xience v 2.5 x 12 mm would not cross the lesion site and upon pulling the stent delivery system into the guiding catheter, the stent dislodged in the left main. Using a snare device, the stent was retrieved; however, it was mangled by the snare device. Dilatation was then performed with a trek 2.5 x 12 mm balloon catheter and the same size xience v crossed the lesion site. There was no adverse patient sequela. All significant available information has been received.

Manufacturer narrative:
(B)(4): no pre-dilatation. Evaluation summary: analysis of the 2.5x12mm xience v stent delivery system (sds) noted blood on the shaft and balloon and in the guide wire lumen. There was contrast on the shaft and in the inflation lumen. This is consistent with preparation and advancement into the body. Dimensional analysis found the tip length met manufacturing criteria. There were multiple bends throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was confirmed that the stent implant had dislodged from the balloon and was not returned. The balloon was returned with relaxed folds, which would be expected after the stent dislodged. There were crimp marks on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Reportedly, the heavily tortuous and heavily calcified lesion was not pre-dilated, which likely contributed to the reported failure to advance and dislodgement. It should be noted that the xience v instructions for use states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is likely that interaction with the anatomy/lesion resulted in disruption of the stent implant on the balloon, such that during retraction of the sds the stent dislodged as it interacted with the tip of the guiding catheter. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. To assure this is not the result of a product deficiency; the profile dimensions on all sds are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.